Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a third party service company rep. "Blender alarm reeds do not sound with air flow. Replacement parts out of box failure - no pt involvement." The third party service co reported that they had two pn: 05436, alrm, blndr bypass assy, fail out of box. These spare parts for the bird microblender would not function (emit an audible alarm).

Manufacturer narrative:
Cardinal health issued a return goods authorization (rga) number to the distributor (syracuse medical equipment repair (third party service co)) for the return of the alleged faulty spare parts for eval. As of the date of this report, the alleged faulty spare parts have not been received.